Event description:
It was reported that a large volume infusor had fluid leakage from the "joint of administration tube set and flow restrictor steel cannula." This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video sample which showed leak at the junction of the tubing and stressmember at the upper area of the device. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.